Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, via social media, the patient¿s mother reported that her daughter had ¿a pain pump implanted a few years ago and is having nothing but trouble¿. Per the reporter they needed the pump removed as it ¿was not helping¿. On (B)(6) 2015, via social media, the patient¿s mother reported the following: ¿my daughter was admitted with severe pain from this stimulator going to her head and I can¿t find paper or doctor you recommended that may remove this¿. The interventions and outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.